Event description:
After 5cm of the iab was inserted into the introducer sheath, it was realized by the physician that they forgot to place the spring wire guide. The iab was removed and a spring wire guide was passed through the sheath. When re-insertion of the iab was attempted, it would not advance. The assembly was then removed and replaced with a new sheath and iab. There were no patient complications.